Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the cardiac perforation. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a paroxysmal atrial fibrillation ablation procedure, a pericardial effusion occurred. As ablation was being performed down the back wall of the left atrium and around the left sided pulmonary veins, temperature alerts were received from the temperature probe, which is a usual outcome as the probe was set to alert at 39 degree celsius. The patient then became hypotensive and an ultrasound and transesophageal echocardiogram confirmed the perforation around the left lower pulmonary vein where ablation had just been performed. A pericardiocentesis was performed but the patient had to be taken to the operating room for surgical repair of the perforation and stabilization. There were no performance issues with any abbott device.